Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg after a non device related back surgery wherein electrocautery was used. The patient underwent a revision procedure wherein, the old ipg wavewriter was replaced with the new wavewriter ipg. The patient was doing well postoperatively and the explanted ipg will no be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.